Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm or determine the root cause of the hyperglycemia and skin irritation. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that the patient¿s blood glucose level rose to 270 mg/dl (15 mmol/l) between 25 and 36 hours of wearing the pod. The reporter stated after a bolus and values not decreasing, they removed the pod from their upper thigh and found the skin to be red, there was the presence of blood, and a small bump, which left a scar. As treatment, a new pod was applied.